Manufacturer narrative:
The reported event of high impedance was not confirmed high impedance. Return lead extension passed electrical and stress testing on all channels when tested alone as well as when connected to a lab infinity lead. The extension was returned in good condition. Setscrew marks were present. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, when the extension was connected the contacts showed high impedance. Troubleshooting was attempted during the procedure with no success. In turn, a new extension was used and the procedure was completed.